Event description:
During routine device inspection/testing, it was reported that several buttons except the on/off switch from the front panel were inoperative. There was no pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and confirmed proper device operation through functional and performance testing before returning the device to customer for use.